Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory, product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated for about the past 3 days and confirmed since tuesday when she tried to deliver bolus, the handset lagged at 90% for almost a half hour. The agent reviewed how to clear data and the patient was able to connect to the pump quickly and was able to request/deliver bolus. The patient stated she had not been able to bolus since tuesday. After the patient bolused the lockout screen was showing she was locked out for 5 hours and 59 min. The patient stated her lockout was supposed to be 4 hours. Per the patient therapy manager (ptm) bolus duration: 10 min lockout: 4 hours dri: 1 per 6 hours max activation: 4 per day. The agent reviewed programming and redirected to their doctor. The patient stated the communicator was not working because it was only showing a green light and not a blue light. The agent reviewed communicator general use and the patient was able to unplug the communicator and the green light went away and she was able to turn on the communicator and was seeing the blue light. The patient would call back if she needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.